Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20mg/ml at 2.235 mg/24/hrs) via an implantable pump for spinal pain indications. It was reported that the catheter was cut in the pocket, reported by the general surgeon during an unrelated procedure. Upon attempting to revise the catheter, they found ends tied off in the pocket and the connector was missing along with an unknown length of catheter. The actions taken were catheter explant and replacement.  The issue was reported to be resolved at the time of this report.  The patient's medical history included chronic pain.  The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8784; serial#: (B)(4); implanted: (B)(6) 2020; explanted: (B)(6) 2022; product type: catheter. Product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2014; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 13-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the point in time when the catheter was cut had not been determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.